Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked in multiple locations along its length. The embolization coil had offset coil winds along its length. Conclusions: evaluation of the device revealed the ruby coil pusher assembly was kinked in multiple locations. Due to the damage to the returned product display box and excess damage to the ruby coil in comparison to what was reported, it is likely this damage was incidental and may have occurred during packaging for return to penumbra facilities or during transit. Due to this return damage, the root cause of the resistance experienced during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, the physician felt resistance advancing the ruby coil through the lantern delivery microcatheter (lantern); therefore, the coil was removed. Upon removal, it was noticed that the pusher wire was kinked; therefore the coil was not reused. The procedure was completed using the same lantern and a new ruby coil. In addition, it was reported that the physician used an rhv and maintained continuous flush. There was no report of an adverse effect to the patient.